Event description:
It was reported that, "targeting device was carbon fiber material missing from arm near nail holding junction. Also, broken piece on sleeve mechanism." There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.